Event description:
Allegedly the patient was revised due to mom complications: metallosis; pain stryker cup and liner implanted with our head and neck.

Manufacturer narrative:
Additional information was received and this product was reported in error. The product with the alleged deficiency is reported under MDR. 3010536692-2017-01439. Please void the initial report.